Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator inoperative alarm occurred when the device was powered on. There was no harm or injury reported. The device was sent to the manufacturer service center for evaluation. During evaluation, review of the device error logs confirmed several occurrences of ventilator inoperative in the alarm log due to the malfunction of the flow volume and pressure sensor. An internal inspection confirmed ingress of water inside the device. The main board needs to be replaced to address the issue. The device was returned to the sales office unrepaired and will be scrapped when the remaining lease term is up in one month from the date of the evaluation. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Correction to section b5: the manufacturer received information alleging a ventilator inoperative alarm occurred when the device was powered on. There was no harm or injury reported. The device was sent to the manufacturer service center for evaluation. During evaluation, review of the device error logs confirmed several occurrences of ventilator inoperative in the alarm log due to the malfunction of the flow volume and pressure sensor. An internal inspection confirmed ingress of water inside the device. The main board needs to be replaced to address the issue. The device was returned to the sales office unrepaired and will be scrapped when the remaining lease term is up in one month from the date of the evaluation. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. This is a final report. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred when the device was powered on. There was no harm or injury reported. The device was sent to the manufacturer service center for evaluation. During evaluation, review of the device error logs confirmed several occurrences of ventilator inoperative in the alarm log due to the malfunction of the flow volume and pressure sensor. An internal inspection confirmed ingress of water inside the device. The main board needs to be replaced to address the issue. The device was returned to the sales office unrepaired and will be scrapped when the remaining lease term is up in one month from the date of the evaluation. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.